Manufacturer narrative:
All available information was investigated and the returned device analysis did not confirm the reported gripper actuation issue as the device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a conclusive cause for the reported gripper actuation could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues it was reported that this was a mitraclip procedure to treat mitral degenerative regurgitation (mr) with a grade of 3+. It was noted prolapsed posterior. The clip delivery system (cds) was prepared without issue; however, during the procedure it was observed that one gripper would not come down. Trouble shooting was performed, and the gripper could lower only slightly. Therefore, the cds was removed with the clip attached. After cds removal, it was confirmed that one gripper became stuck when attempting to lower. The procedure continued with a new clip. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.